Manufacturer narrative:
Additional information was received which provided information of the patient experiencing endocarditis at the aortic valve prosthesis and the mitral valve, it is uncertain if the event is related to the study device or to the procedure. The patient had symptoms of fever and dyspnoea and was treated with medication. The outcome of the event was patient death, related to the endocarditis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors and an endurant cuff were implanted in a patient for the endovascular treatment of a type ia endoleak of another manufacture¿s device. It was reported that the patient died. The cause of death was determined to be due to endocarditis. The death relationship to the devices and relationship to the procedure was assessed to be uncertain. No additional clinical sequelae were reported.